Event description:
The customer's diabetes educator received a message from the hospital that pt was admitted for diabetic ketoacidosis. The pt was trained on the omnipod system last month and was instructed to follow up with his physician for adjustments and to call the educator with any problems. The pt had not reported any problems to the educator nor to insulet product support prior to his hospitalization.

Manufacturer narrative:
The product was not returned for evaluation. No conclusion can be drawn as to the device condition or any potential malfunction or defect. No lot number was provided by the caller, so no lot qualification record review could be conducted. The omnipod user guide recommends frequent blood glucose monitoring to detect issues promptly and allow them to be treated early. It also recommends monitoring for ketones if blood glucose is high or nausea occurs and to contact the health care provider immediately.